Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient has had recurring red heart alarms for the last few weeks. In addition, the pump vent filters were sent to the manufacturer to be analyzed and revealed possible main/follower bearing wear. The vad coordinator stated that the patient was placed on pneumatic support using a stroke volume limiter (svi) and ip console. A decision was made to replace the lvad with manufacturer's clinical trial lvad.